Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found to meet specification and the reported false downstream occlusion alarms could not be reproduced. Multiple occurrences of downstream occlusion alarms were confirmed through a review of the event history log. The device passed all downstream occlusion detection testing. The device was calibrated to ensure proper occlusion detection.